Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump infusion was misprogrammed by the operator during therapy. The customer reported that the "nurse on night shift set up travisol at 267mls/hr on a spectrum pump using a non dehp set and lipids at 22mls/hr on a spectrum pump using a .22 micro filter tubing set. At 0100 another nurse assessed the ivs and noted that the travisol was running at 22mls/hr and lipids at 267mls/hr. The manager and cne called me to ask how to retrieve the history correctly from the pump to investigate the issue. The cne has the IV sets and the manager is sending the pump to biomed for assessment. The manager thinks this is a clinician error in programming." It was also reported there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.